Event description:
Customer called to say that after this dressing gets wet the backing comes totally off and the glue remains on her skin and infusion set. Sometimes her clothes sticks to her skin or infusion set and her canula comes out. She believes, her blood sugar has gone up because of this problem. Her blood sugar went up to 164. This is the first time she has had this problem with the 4007 dressings.

Manufacturer narrative:
Received lot information and customer samples on 07/01/2008 and 07/11/2008. Investigation results will be submitted in a supplement report.